Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that missing piece casing at top of the reservoir compartment. The customer¿s blood glucose level was unknown. Customer stated that he had issue with the pump, the plastic locking ring on the top has come off the pump when changing infusion set. The customer was assisted with troubleshooting. Customer reports damage to the pump. Customer stated missing piece casing at top of the reservoir compartment. The reservoir will not lock in place and it keeps falling out of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had cracked case at display window corner, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, cracked belt clip slot, minor scratched display window and stained address/serial number label.